Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and no anomalies were found. However, it was noted that there was foreign material present in the set screw.

Event description:
It was reported that after lead connection to the device, lead impedance measurement showed out of range value. The pocket was re-opened and it was noted that the lead had dislodged from the header. Unfortunately it was not possible to screw-in the set screw. The device was explanted and replaced. No patient complications have been reported as a result of this event.